Event description:
It was reported that during the reprocessing of a maryland bipolar forceps instrument, the tips did not meet. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The function of the tips was disrupted by the proximal clevis being dislodged. An additional finding not reported was the proximal clevis was dislodged at the distal end of the main tube. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the dislodged clevis, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.